Manufacturer narrative:
The pump was received in good physical condition. The customer's reported problem was duplicated during the functional test. During the inspection the pump showed a failed downstream occlusion and high pressure calibration test. The pump also alarmed 'cassette not attached properly' during prime test and occurred multiple times in an event history log. There was found to be no issue with air detector during air detector test, however, air in line showed in an event history log. After further investigation it was determined that the downstream occlusion sensor was inoperable and the root cause of the cassette latch not working. Corrective action included the replacement of the downstream occlusion sensor. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the cassette latch was not working and there was air in the line. No patient injury was reported.